Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.reference reports 3012447612-2025-00278 through 3012447612-2025-00285.

Event description:
It was reported that eight zyston inner shafts had become worn and are beginning to send shards of metal upon striking with mallet by the surgeon. There was no reported patient or surgical impact. This is report five of eight for this event.

Event description:
It was reported that eight zyston inner shafts had become worn and are beginning to send shards of metal upon striking with mallet by the surgeon. There was no reported patient or surgical impact. This is report five of eight for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed thread damage on the proximal end of the instrument. A functional inspection was performed with a zyston inserter and a zyston trial which revealed the rod was able to thread into the trial; however, the rod was unable to thread into the inserter without force. Additionally, a mallet was used to hit the proximal end of the rod, which revealed no signs of metal shards coming off. Root cause: this event could be attributed to wear through multiple uses over time, or excessive forces applied to the threads during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.